Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400514118. One (1) sample in open packing was provided for evaluation. A visual evaluation was performed on set and brown particulate was present on the drip chamber, walls of the drip, and bonded joint of the drip chamber. Based on the evaluation results, the reported defect of foreign matter was confirmed. All available information was forwarded to the supplier for further evaluation. Investigation by the supplier determined that the foreign material observed on the spike was degraded plastic that is innate to the molding process. Due to this incident an additional cleaning of the screw, nozzle, and cylinder of the molding machine will be implemented. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the technician was tubing a bag of zoledronic acid a brown substance was seen inside the drip chamber and under the plastic of the drip chamber. No patient involvement.